Manufacturer narrative:
The tech replaced the caster to repair the bed.

Event description:
Info received indicates the left brake casters tire came off the wheel which is preventing the caster from locking in brake.